Event description:
It was reported that there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the distal conductor was fractured. It was noted that the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.